Event description:
It was reported that the deep brain stimulation (dbs) patient was charging the implantable pulse generator (ipg) when, within seconds of placing the charger over the ipg, the charging complete tone was emitted. Based on this indication, the patient discontinued charging; however, stimulation ceased immediately, resulting in the onset of symptoms. Consequently, the patient presented to the clinic on an urgent basis for evaluation. During the assessment, stimulation could only be maintained while the charger remained positioned over the ipg. The charger continuously emitted an audible tone indicating that charging was in progress. Further troubleshooting was performed, including the use of the hospital's charger; however, the issue persisted. In addition, attempts to establish communication with the ipg using both the programmer and the controller were unsuccessful. Based on the clinical findings and device behavior, it was suspected that the ipg battery had been adversely affected by an external factor. Therefore, the planned ipg replacement procedure was expedited and performed earlier than originally scheduled.